Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence of a damaged ar-1588rt, batch 15378942. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as off-axis pulling or excessive tension during graft advancement.

Event description:
On 11/19/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rt acl tightrope loops got stuck. This was discovered during a procedure with no patient harm. Additional information provided 12/9/2025: it was further reported that this was discovered during an anterior cruciate ligament repair procedure while the device was advancing with the graft from the tibial tunnel toward the femoral tunnel. The case was completed with a new device and there was no delay in surgery and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.